Event description:
It was reported that during a routine follow up, the ventricular lead impedance and thresholds were measuring high. It was determined to change the lead and device, but when the lead was attached to the new device the impedance and thresholds were within normal range. There was suspicion that there was issue with the connector head of the chronic device. The lead remains implanted and the device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found.